Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the 97745 patient programmer (ptm) (B)(6 ) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator/ external device. The reason for call was caller said patient has been having issues with charging for about a month or so. Caller said the patient has to reset the controller several times a week. Caller did not have equipment serial numbers to troubleshoot. The patient was redirected to their healthcare provider to further address the issue and or call back to patient services with the equipment to troubleshoot. Pss was unable to gather more information as the caller hung up when trying to attempt sn and to review process and caller hung up. Additional information was received from the pt rep. They called back to report the same issues previously documented. When pt tries to charge their implanted neurostimulator (ins), the controller will sometimes not power on (even though its charged), so they have to reset the controller by removing and reinserting li battery pack. Then, the controller often gets stuck on 'looking for device' screen and keeps circling; last night pt was unable to charge at all. Pt rep cleaned all connection pins with q-tip and alcohol; pt was able to connect and begin charging with excellent quality earlier today but said took 30 min to increment 20%. While on call, pt's controller was at 80% and ins was at 70%. Pt rep said they spoke with a manufacturer representative (rep) who directed them to call patient services (ps) back for assistance. Pt rep confirmed the connection pins for controller port and recharger plug appeared to be okay.